Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise could not be confirmed in the laboratory. Analysis found normal device characteristics and no anomalies were found.

Event description:
It was reported that during implant, noise was detected on the rv lead. No adverse event occurred. The lead was not implanted.